Manufacturer narrative:
The field complaint of overheating odor was verified. The programmer was returned for analysis. During analysis, when unit was booted up, but you could not hear power coming from the power supply fan. Upon further inspection after removing the housing, debris was found obstructing the fan; it was removed and the power supply functioned as normal.

Event description:
It was reported during device preparation in clinic, the programmer fans were not turning on, the programmer would shut down after a brief period of use, and an odor of burning electronics was emitted. There was no patient involvement.